Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: threaded guide pin trocar point 3.2 mm dia. 230 mm length item#00118102000 lot#unk. Products were returned; therefore, the visual and dimensional inspection was performed. The complaint is confirmed by the portion of the pin which exhibits a dull trocar point and heavy gouges. Device history record  (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-02375.

Event description:
Pin jammed in reamer.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation hasbeen completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02375.

Event description:
It is reported that during the procedure, following reaming while the surgeon was attempting to pull out the reamer, the pin stuck inside the reamer and also pulled out. The surgery was successfully completed with a second reamer. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse event was reported as a result of the malfunction.